Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of not infusing fast enough during delivery. When completed half the bag still remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy testing and it passed. An event occurrence date was not provided, however review of the event history log on the last day of customer use revealed an infusion of irinotecan programmed at a rate of 187 ml/hr and a vtbi of 280 ml. The pump prompted the user to confirm flow in the drip chamber, and the user confirmed. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.